Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the replaced proximal set up joint (suj) and completed the device evaluation. Failure analysis investigation replicated the customer reported complaint. The suj was installed on the system and the non-recoverable error code 32056 was displayed. The unit was put on the patient side cart (psc) fixture test platform (pftp) machine and passed all testing specification. The dual magnetic encoder (dme) pca board on the suj was proactively replaced on the suj. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the system had a recoverable fault. The customer stated that disabling arm #3 was not an option as the surgeon needed all three arms for the case. The technical support engineer (tse) guided the customer in powering the system off and performed an emergency power off (epo) and upon startup the system completed the self-test. The customer continued with the procedure and was advised that the issue could return. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the set up joint (suj) to correct the 32056 error. The system was tested and verified as ready for use. The complaint regarding a recoverable fault was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. The suj unit involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. This complaint is being reported based on the following conclusion: the fse was able to confirm the reported complaint and replaced the set up joint (suj) after the procedure was completed. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section model # is not applicable. Field implant date is blank because the product is not implantable. Information for the blank fields in section initial reporter name and address: is not available. It is unknown if the initial reporter submitted a report to the FDA.